Event description:
The device was used on a pt diagnosed in cardiac arrest. An attempt was made to administer a 200 joule shock to the pt using disposable defibrillation electrodes. The device allegedly charged to only 5 joules. The operator dumped the charge by changing energy selection and subsequently used the standard paddles to successfully deliver a countershock. A second contershock was delivered using the disposable defibrillation electrodes. The pt was resuscitated.